Event description:
It was reported that (1) tsw45 and (2) tr45w used during a laparoscopic assisted. Lower anterior resection procedure. It was reported by the rep that the surgeon fired the tsw45 across a section of bowel with success. The instrument was reloaded and placed in the mesentary for transection. The ets45 jaws were closed and both anvil and cartridge sides were checked to insure tissue was properly in the jaws. When the surgeon attempted to fire the instrument for the second time, the firing trigger would not engage. With suspicion that the tsw45 had accidently been prematurely fired, the rep suggested that a new reload be loaded and the transection was completed. The same firing process was followed. When the surgeon attempted to fire for a third time, the ets45 instrument fired half way and would not advance (locked out). All firings were with white vascular cartridges. An er320 was introduced to control the minimal bleeding. A competitor's device was introduced to complete the procedure. There was no pt consequence.